Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed.the analysis was performed and no anomalies were found.the returned device indicated a damaged grommet, foreign material on the set screw and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during implant the device may have had a connection issue. The right ventricular (rv) lead had failure to pace and high impedance. After removing the lead several times and re-inserting it into the device, the physician changed out the device. The lead remains in use. No patient complications have been reported as a result of this event.